Event description:
A discordant, falsely low troponin result was obtained on a patient sample on the dimension vista 1500 instrument upon dilution. The operator ran the patient sample and reported the initial result to the physician(s). The sample was then run with a 1:5 dilution, and the result was lower. The laboratory issued the report to the physician(s). After contacting the siemens technical solutions center, it was determined that the lower result was incorrect. The operator did not have any sample left to test, so they multiplied the value by the dilution factor of five. A second corrected report was then issued to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc) about the discrepancy between the neat result and the diluted result. While troubleshooting with the tsc specialist, it was discovered that the operator had manually diluted the sample and had not programmed the dilution factor into the system. The cause of the discordant, falsely low troponin result is user error. The instrument is performing according to specifications. No further evaluation of the device is required.